Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump ran ten minutes behind. Customer reported blood glucose level was not impacted by the issue. Tandem technical support assisted customer with updating time settings.